Manufacturer narrative:
Additional information was received and the following sections were updated accordingly: d7a: not a single-use device that was reprocessed. H6: updated health effect code and component code. As it remains unknown which gore® viabahn® vbx balloon expandable endoprosthesis (vbx) device in this procedure contributed to the event, both devices were reported. MDR 2017233-2021-01624 references the other device involved in the reported procedure.

Manufacturer narrative:
(B)(4). Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
The following was reported to gore: on (B)(6) 2020, this patient underwent an endovascular procedure with kissing stent technique to treat bilateral peripheral arterial disease. Two gore® viabahn® vbx balloon expandable endoprostheses (vbx) were implanted in the bilateral iliac arteries, one in each. On (B)(6) 2020, computed tomography showed that the endoprosthesis in the left iliac artery was approximately half collapsed. On (B)(6) 2020, imaging was performed again, and it was confirmed that the endoprosthesis was completely collapsed. On an unknown date, femoral-femoral bypass was performed.